Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the moving jaw was broken off. The broken piece was not returned for investigation. The cause remains undetermined, although a probable cause is attributed to the application of leveraging forces on the distal end of the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
This is a conversion from (B)(4), line 295519. A customer update was received which made a repair to a complaint. The customer stated during the resection of the meniscus the jaw broke. The problem was noticed during the surgery. The surgery was completed successfully. A part broke off inside the patient but the broken off part could be retrieved. To finish the surgery successfully, a new device with the same part number was used. There was no need to switch to another surgical technique and no second surgery was necessary. There was no harm for patient, operator or third party reported.